Event description:
During a demonstration by a zoll sales representative, the device's video display was unreadable. The complainant indicated that there was no pt involvement in the reported failure.